Manufacturer narrative:
The distal segment of the lead was returned and analyzed; analysis revealed a breach of the outer insulation due to a depression.

Event description:
The lead was returned to the manufacturer with no information, and subsequently tested out of specification. No patient complications have been reported as a result of this event.